Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that during a humeral diaphysis fracture surgery, the surgeon applied an ehn (expert humeral system) long nail and discovered that the adaptor device had not been sterilized; the radiolucent drive device was making a rattling noise, the drill bit device idled inside the radiolucent drive device and the connecting unit became excessively overheated. According to the reporter, the surgeon closed a proximal incision and held the surgery in abeyance while the adapter device was being sterilized. The reporter stated that the surgeon drilled a hole for the second screw by using the radiolucent drive device. It seemed the limiter on the radiolucent drive device came into action and made a rattling noise. The surgeon then detached the adapter device from the small battery drive device and connected them a few times. It was reported that when the surgeon started re-drilling, the drill bit device became idle inside the radiolucent drive device. When the surgeon tried to release the adapter device from the small battery drive device, both the radiolucent drive device and the drill bit device idled together. It was reported that because both devices rotated together; the drill bit device could not hold the screws tightly due to the idle rotation. According to the reporter, when the drill bit device idled, the connecting unit became excessively overheated. There was a twenty minute delay to the surgical procedure. It was not reported if spare devices were available for use. It was reported that the event occurred during use on a patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the quick coupling device had an undetermined malfunction. This device was used together with the other devices. Therefore, the quick coupling device has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering represented in the initial report has been updated from ¿report 3 of 4 for the same event¿ to ¿report 3 of 5 for the same event.¿ if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Lot number: the device lot number was unknown in the initial report; therefore, the device manufacture date was also unknown. Upon receipt of the device, the lot number was identified as ma1089. The device manufacture date was updated to jun 20, 2011. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. No failures were identified. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. The reporter stated that the battery casing device and the battery device were also used in this event. Therefore, the two additional devices has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering represented in the previous report has been updated from ¿report 3 of 5 for the same event¿ to ¿report 3 of 7 for the same event¿. If additional information should become available, a supplemental medwatch report will be submitted accordingly.